Event description:
A malfunction occurred with malfunction code 12, and the customer reached out for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appears again, which the customer acknowledged and understood.